Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer had a patient in the ICU who had just been put on v-v support. The concern was that ¿the top of the membrane was not filling completely and they can see the pores¿. It looked like the top portion of the hls module had air in it. There was no stopcock or pigtail on either of the luer ports at the top of the module and the de-airing membrane/yellow cap was taken off, there were no bubble alarms, and was there a continuing source of air entering the module. No air was seen in the venous line; no air was heard hitting the centrifugal drive. The system was primed properly but the people who primed it were gone by that time. The product was not exchanged. A pigtail with stopcock was added to the top of module and the air was removed with a syringe. Once the pigtail was added, the air was easily removed and everything seemed normal. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary gmbh requested the product for investigation but the product was not available. Therefore no laboratory investigation could be performed by the manufacturer. Maquet cardiopulmonary is not aware of a similar complaint. Due to this information no systemic issue could be determined. Failure could not be confirmed. The most probably root cause is unknown. According to the event information a pigtail with stopcock was added to the top of the module and the air was removed with a syringe. Corrective action: since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The failure was determined to be the first of its kind and the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
Ref.: # (B)(4), customer ref.: (B)(4).